Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an errhw12c. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A receiver functional test was performed and it failed the button test. The receiver data log was downloaded. The hardware errors and screen errors were observed during log review within the investigation window. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.